Event description:
It was reported that the patient had impedance slightly above normal limits. The device was programmed off and x-rays were ordered. No trauma or manipulation was suspected. The patient has been referred to see a neurosurgeon. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the patient underwent a full revision due to high impedance. Impedance values were within normal values with the new devices. Explanted hardware was sent to pathology department and are unavailable for return to the manufacturer indicating that they have likely been discarded.